Event description:
Boston scientific received information that this system was exhibiting atrial pacing impedance measurements of less than 200 ohms. Additionally, there were 430 mode switch episodes in a very short duration. Isometrics and pocket manipulation did not produce any noise. No adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently explanted over three years later due to normal battery depletion. This product issue will be updated if additional information is received.